Event description:
The facility reported an infusion pump in which less volume was delivered than programmed for. It was not specified if this occurred while infusing on a pt. However, the facility representative stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event. Information regarding pt demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The device involved was received for evaluation. A follow-up report will be summitted upon completion of the device evaluation or if additional information is obtained.